Event description:
It was reported that patients ipg was explanted for unknown reason. The explanted device was disposed of by the facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.